Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
I was called for this potential case and departed immediately but am an hour away from this remote facility. Upon my arrival, impella had been placed pre pci once significant lad and lcx disease discovered. Per report, impella placed without issue and both vessels wired/ballooned/stented successfully. Upon my arrival to cath lab, peel-away had been removed and repositioning sheath advanced but not sutured and right heart cath being performed. Ps appropriate with flows 3.5 in auto. Patient slightly hypertensive with sbp 140¿s. Md left to discuss with family and scrub peeled drape away to discover very large pool of blood and called md back to procedural room. Large hematoma and rp bleed discovered. Pressure held, per close tightened but bleed remained very large. Impella weaned to p2 with no change in bp so md opted to pull impella to repair artery with covered sheath, stating he was just going to leave overnight for protection anyway and had only placed for protective pci purposes. Left groin prepped and impella pulled. Covered sheath successfully deployed and provided hemostasis. Md felt rp bleed related to patient¿s large body habitus and pannus. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Health effect - impact code added under field h6: additional device required (covered sheath). Clinical assessment: a 78-year-old female undergoing high-risk percutaneous coronary intervention required protective impella cp support. Significant left anterior descending and left circumflex coronary disease was identified, and impella cp was placed pre-pci without reported difficulty. Both vessels were wired, ballooned, and stented successfully. On day 1 on arrival of the clinical consultant, the peel-away sheath had been removed, a repositioning sheath was advanced but not sutured, and a right-heart catheterization was in progress. The impella controller pressure signal was appropriate with flow ¿3.5 l/min in auto, and the patient was slightly hypertensive (systolic blood pressure in the 140s). While the physician briefly left the room, staff removed the sterile drape and discovered a large pool of blood. Examination identified a large groin hematoma with suspected retroperitoneal bleeding. Manual pressure was applied, and the perclose sutures were tightened; however, the bleed remained large. The impella was weaned to p-2 without a change in blood pressure. Given the bleeding and the physician¿s stated plan to use impella only for protective pci, the impella cp was removed to allow arterial repair. A covered sheath was successfully deployed, achieving hemostasis. The operator noted that the retroperitoneal bleed likely related to the patient¿s large body habitus and pannus. The patient was documented as device removed and survived to explant.

Manufacturer narrative:
Clinical details note that peel-away was removed and repositioning sheath advanced but was not sutured and right heart cath was performed. Pump was returned and evaluated. No abnormalities found. The cause of the access site adverse event was not determined due to no defect found.